Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during unpackaging of the absolute pro the protective stylet was 'stuck' in the device and the stent was damaged, possibly prematurely deployed in the protective sheath. The device was not used in the anatomy. There was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Although initially reported the device would be returned, it was not received. Difficulty removing the stylet can be the result of, but is not limited to, damage to the inner member/stylet, the inner diameter of the inner member is too small, the outer diameter of the stylet is too big, inadvertent handling of the tip of the device during removal, and/or removal technique. It is possible that during the attempts to remove the stylet, the tip of the self expanding stent system (sess) was pulled along with the stylet, such that the stylet appeared to be stuck. As a result, the stent holder and inner member can stretch, which may expose the stent implant such that it prematurely deploys. Without return of the device a definitive cause for the reported difficulty to remove and premature deployment could not be determined. There is no indication of a product quality deficiency.